Event description:
It was reported the patient is unable to feel stimulation. The patient denies any falls or trauma. Surgical intervention may take place at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated surgical intervention was undertaken on (B)(6) 2015. Preoperatively, diagnostics indicated high impedance readings. The patient's lead was explanted and replaced. Additionally, the physician electively explanted and replaced the ipg. Postoperative diagnostics indicated impedance readings within normal ranges and the patient reported effective stimulation coverage.